Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during routine follow-up, this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high pacing threshold measurements with inability to capture at maximum device output. It was also noted that a high out-of-range pace impedance measurement greater than 2,000 ohms was observed shortly after implant but had stabilized at 1,200 ohms by the time of follow-up. The physician plans to perform a revision procedure at some point in the future though no date has been set. The patient is not pacemaker dependent. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection noted cuts in the trilumen insulation sleeve. The polyurethane insulation sleeve was bunched. Blood/body fluid was noted in the lumen due to the cuts. This lead passed testing which verified the electrical continuity of the lead. The clinical observations were not confirmed.

Event description:
Additional information was received indicating a revision procedure was performed wherein this lead was explanted and replaced. Measurements for the replacement lead were noted to be within normal limits. No additional adverse patient effects were reported. The ICD remains in service.